Event description:
A patient with a trial implant of an evoke spinal cord stimulation (scs) system reported inadequate pain relief. The saluda representative was contacted to provide remote troubleshooting. The patient was evaluated by their implanting physician. X-rays were obtained and an infection was identified at the suture site where the leads were implanted. The patient was admitted to the hospital for evaluation. The evoke scs trial system was explanted and antibiotics were administered to treat the infection.

Manufacturer narrative:
The device was discarded, making it unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide outlines potential risks associated with surgery and spinal code stimulation including, "infection that may require hospitalisation with intravenous antibiotic therapy" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The cause of the infection and patient's symptoms remains unknown. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.